Manufacturer narrative:
Company representative evaluated the system. Corrections included clearing the system's error logs. System was tested to factory specifications.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.